Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% to 90% stenosed, 3mm x 28mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After a non-bsc guidewire and a non-bsc guide catheter were advanced, pre-dilation was performed with a non-bsc balloon catheter. A 3.00 x 32mm synergy drug-eluting stent was then advanced for treatment but failed to track the lesion and faced resistance. Another non-bsc support wire was used but still couldn't track. The physician pulled out the stent and noticed that the distal strut was damaged. The procedure was completed with a 3 x 32mm bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Initial reporter first name: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with distal stent strut rows 5-8 lifted and bunched the undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a wire lumen kink located 15.5cm proximal to the distal tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% to 90% stenosed, 3mm x 28mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After a non-bsc guidewire and a non-bsc guide catheter were advanced, pre-dilation was performed with a non-bsc balloon catheter. A 3.00 x 32mm synergy drug-eluting stent was then advanced for treatment but failed to track the lesion and faced resistance. Another non-bsc support wire was used but still couldn't track. The physician pulled out the stent and noticed that the distal strut was damaged. The procedure was completed with a 3 x 32mm bsc stent. No patient complications were reported and the patient's status was stable.